Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Hamilton medical ag received the logfiles of the device for analysis. The device was operating in hiflow o2 mode at 11:37:19. At 14:28:25, it was placed into standby. At 14:29:08, the device was powered on into the ventilation software. Subsequently, error code tf341009 (pventpressuresensordefect) was recorded at 14:29:20, followed by te231036 at 14:29:24. At 14:29:30, a self-test failure was logged. At 14:32:54, off ventilation software is logged. Please see below an extract from the logfiles: 38/2026-02-23 14:32:54/power /off ventilation software. 41/2026-02-23 14:29:30/!!! /self test failed. 54/2026-02-23 14:29:24/!!! /technical event:231036. 58/2026-02-23 14:29:20/tf /341009 67/2026-02-23 14:29:08/power /ac 68/2026-02-23 14:29:08/power /on ventilation software. 69/2026-02-23 14:28:28/power /off ventilation software. 70/2026-02-23 14:28:26/special /humidifier standby on. 71/2026-02-23 14:28:25/mode /hiflowo2 => standby. 99/2026-02-23 11:37:19/mode /standby => hiflowo2. There is no evidence of an abnormal or spontaneous restart in the logs. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the hamilton ventilator was in use for a tracheostomy patient on high flow setting. A transition back to spont mode was planned. The ventilator was placed in standby mode to adjust the settings; however, all options "remained fogged out as if unavailable." An attempt was made to select the spont mode to see if it would work. Subsequently, the display went blank and showed a loading bar, as if machine was restarting. The patient was manually ventilated while a replacement ventilator was prepared. Shortly thereafter, the initial ventilator display reactivated and generated a ¿technical fault¿ alarm. The patient was moved to the new ventilator and the affected device was removed from use. No harm to the patient was reported. The medical team and nic were present throughout the event.